Manufacturer narrative:
Reliability analysis evaluated 3 open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a 7xx pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Event description:
The customer reported via phone call that they experienced power system error alarm. The customer's blood glucose value was 177 mg/dl. Customer also had a low blood glucose event and woke up on the floor. Troubleshooting was performed. The bolus amount was recorded in the daily history. The customer was assisted with self-test and it passed. The product was returned for analysis.